Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be reproduced.

Event description:
During a paf ablation procedure, blood and saline leaked from the hemostasis valve after flushing the sheath, prior to insertion of catheters. The sheath set was replaced and the procedure was completed with no adverse consequences for the patient.